Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of the first guide wire in the mid circumflex with mild tortuosity and moderate calcification, the coils appeared to look like they had sheared away or stripped as there was a definite taper towards the very distal part of the guide wire. The guide wire was removed without issue from the patient. It was also noted that this physician normally shapes and bends his guide wire tips in a gentle fashion using the side of the introducer. The device was replaced with another device to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the coils and black polymer coating which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. The tip coils were flattened 2 mm proximal to the tip ball for a length of 2 mm. There was a bend in the tip, 1.5 cm proximal to the tip ball. The guide wire was not separated as reported. The noted damages are consistent with interaction with the lesion anatomy and/or product handling during the procedure as no damage was reported during inspection prior to use. Tip damage can occur due to, but not limited to, manufacturing, damage due to shipping/storage conditions, removal technique from the dispenser, and/or product handling. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed and there were no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for separation for this part/lot combination. A conclusive cause could not be determined for the reported guide wire separation as the guide wire was not separated as reported and there is no indication of a product quality deficiency.